Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing due to suspected insulation failure, resulting in pacing inhibition without asystole. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported. According to the additional information, the lead fracture was identified through the presence of noise and abnormal impedance readings. However, no specific location of the fracture was determined.

Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing due to suspected insulation failure, resulting in pacing inhibition without asystole. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the f10: device codes; and h6: device codes.

Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing due to suspected insulation failure, resulting in pacing inhibition without asystole. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported. According to the additional information, the lead fracture was identified through the presence of noise and abnormal impedance readings. However, no specific location of the fracture was determined.